Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and it was reported that the customer did not correctly calibrate the oxygen sensor; the se calibrated the oxygen sensor, which resolved the issue. The ventilator passed self testing.

Event description:
The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator had a low oxygen (o2) percent. Additional information has been requested.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.